Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm or insulin squirt out during manual prime. The customer blood glucose level was unknown. Troubleshooting was performed. Customer was disconnected insulin pump during prime. Customer states insulin pump not bumped or dropped or no water contact. Customer states drive support cap was not damaged or flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.